Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that a sensor failure after warm-up occurred. The sensor was inserted into the abdomen on (B)(6)2024. The patient experienced a sensor failure after which they lost consciousness. The day of the event the patient was found unconscious with stiff legs. In total the patient would have been unconscious for 5 hours and would not have had any warning symptoms before losing consciousness. The patient would have almost gone into a seizure, but no seizure was reported. The reporter (partner) said he did not receive an alert on his follow app and that the ¿main¿ was showing a sensor failure. The reporter cannot recall how long, in hours, after the sensor failure the patient started to experience symptoms. Prior to sensor failure, the cgm was reading 40mg/dl and no longer alerted aside from 'sensor failed' message. It was unknown how long prior to the sensor failure the cgm reading was 40 mg/dl, and if the patient tried to self-treat after this. When the reporter took a fingerstick when they found the patient and the blood glucose reading was 20 mg/dl. The reporter treated the patient with glucagon and monitored the patient. The blood glucose reading went up to 80 mg/dl and as the patient recovered, the emergencies were not contacted. There was no documentation of further medical intervention. At the time of the report the patient was feeling better. Due diligence attempts to contact the reporter for more information were attempted but not successful. Data was provided for investigation. The allegation was confirmed via data as a sensor failure after warm-up. The probable cause was determined to be low counts aberration. No additional patient or event information is available.